Event description:
During a total colectomy for chrohn's disease, the instrument worked very well until the insulation came off, after many seals and about one hour. The instrument was exchanged with another one and used for the remainder of the procedure without any further problems.

Manufacturer narrative:
This device is associated with starion instruments (B)(4). The thermal ligating shears in question was not returned; therefore, no investigation could be conducted. No pt info was provided.